Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 320mg/dl. The customer's levels had been as low as 57mg/dl and as high as 400mg/dl. The customer states they treated with pump. The customer declined to continue troubleshoot and states they would be contacting their healthcare provider. The customer was advised to call back to complete troubleshoot.